Manufacturer narrative:
Explant about 12 years and 1 month post procedure due to heart failure, dyspnea on exertion, torn cusp, aortic regurgitation, pannus formation, was reported. The valve was returned to abbott for investigation. Calcifications were observed on all cusps with valvular stenosis. Cusp 2 was noted to be torn. Fibrous pannus ingrowth was noted on the inflow surface of cusps 1 and 3. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. The cause of the reported dyspnea and heart failure appear to be a cascading effect of the reported aortic valve regurgitation. The root cause of the valve explant appears to be consistent with progressive structural valve deterioration, causing aortic valve insufficiency, characterized by multiple tears. The cause of the pannus formation and calcification could not be conclusively determined. The fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent cusps and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to cusp tears and reduced durability. The reported hospitalization and surgical intervention were a result of case-specific circumstances as the valve was explanted, and a replacement valve was implanted.

Event description:
It was reported that on (B)(6) 2013, a 21mm trifecta valve was implanted in the patient. The annular dimension of the native valve was 26 mm. On early (B)(6) the patient seen with complaints of heart failure symptoms, including shortness of breath and exertional dyspnea. Upon echocardiographic examination, aortic regurgitation (ar) was identified, and the patient was temporarily hospitalized for medical care. As the heart failure symptoms have not improved, reoperation has been scheduled. A new 25mm epic supra valve was chosen and successfully implanted. The patient was reported stable.

Event description:
It was reported that on an unknown date, a 21mm trifecta valve was implanted in the patient. On early sep the patient seen with complaints of heart failure symptoms, including shortness of breath and exertional dyspnea. Upon echocardiographic examination, aortic regurgitation (ar) was identified, and the patient was temporarily hospitalized for medical care. As the heart failure symptoms have not improved, reoperation has been scheduled. A new 25mm epic supra valve was chosen and successfully implanted. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.